Event description:
The surgeon inserted an aq2010v silicone three piece lens with foreceps and the lens tore in half. The lens was removed without enlarging or suturing the incision. There was no pt injury.